Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with the naked eye noted the female connector separated from the main body. The insert chip was present on the female connector and there was evidence of solvent inside the barrel of the light blue main body component. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted for both lots reported and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot # of the device was either h20d30070 or h19l09048. The device was received, and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap transfer set disconnected from the main body of the twist clamp. Further described as, "the dark blue part of the transfer set was pulling away from the light blue area." This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury, or medical intervention associated with this event. No additional information is available.